Manufacturer narrative:
Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction by the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase (with or without anti-inflammatories) generally allows to treat these reactions quickly and effectively. In addition, the risk of such a reaction is mentioned in the instructions for use of teosyal products. Bibliography: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e. Lee, j. M. And y. J. Kim (2015). "Foreign body granulomas after the use of dermal fillers: pathophysiology, clinical appearance, histologic features, and treatment." Arch plast surg 42(2): 232-239.

Event description:
According to the received information, the patient experienced 2 granulomas, one in the right cheek and one under the right eye, two months after being injected with teosyal rha 4 (tpul-204523a0 ) in the cheeks on (B)(6) 2021. The patient was treated with antibiotics and underwent a blood test and a scan which confirmed the diagnosis and showed a granuloma of 2cm/2. There was no sign of infection. The injector was put in contact with a local medical expert for the management of these events. The patient had a pending granuloma puncture. No further information was provided.